Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was prompted by silent ischemia which was treated by implantation of one resolute integrity drug eluting stent into the distal circumflex (cx). During a revascularisation, one resolute integrity drug eluting stent was also implanted into the proximal lcx. Approximately 33 months post index procedure and six months post revascularisation, the patient suffered myocardial infarction. This was treated with revascularisation of the left main, prox lad, prox lcx and distal lcx during which non-medtronic stents were implanted. The investigator assessed this event as not related to the study device. The patient is in remission.